Event description:
"2 screws broke when the lady sat on the bathboard. She fell in the bath. It took around one hour she got out of the bath. She had used the board about 10 times before."the marina bathboard is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged malfunction occured in europe.